Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to customer's blood glucose. No additional information was obtained regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.